Event description:
It was reported that the user experienced low glucose while using the ilet system after recent changes to eat habits, and insulin delivery had been paused during bathing and later resumed following assistance with a fill cannula and setup. Investigation included troubleshooting conducted remotely. Further investigation of this case revealed a cause that remained unclear. Symptoms included dizziness and lethargy associated with hypoglycemia. Outcomes included the need for oral glucose administration. It was concluded that the event was user-managed without further clinical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.